Event description:
Patient undergoing kyphoplasty. Balloons were used to dilate the vertebral bodies, 15 mm balloons were used. In the l2 and l3 vertebral bodies, the balloons could not be inflated completely. Therefore, we used a blazer device to soften the bone. In the l2, we did not have any problems. In the l3, while we were using the blazer, a small piece of the tip of the device broke in. According to company standards, this can be left in place.